Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the ca-hp 210 dialyzer. The incident occurred while dialyzer was being used for the first time, primed with 2000 cc normal saline. It was reported that at the start of treatment (1109 hr) the patient received a heparin bolus and complained of feeling anxious and became flushed at 1110 hr. Treatment was stopped and blood was returned to the patient. The patient was adminstered IV fluids (type, route and dose unknown) and oxygen (route and dose unknown). At 1125 hr, the patient then began shivering. At 1128 hr, the patient was administered benadryl 50 mg IV, epinephrine 1 mg IV, and solumedrol 125 mg IV without relief. Patient further complained of feeling anxious and shaky. At 1140 hr the patient was adminstered ativan 0.5 mg IV. Per the hcp the symptoms of feeling anxious and shaky were suspected to be related to the administration of epinephrine and an underlying anxiety disorder. At 1216, the patient produced bloody, frothy sputum. Per hcp, these symptoms were suspected to be related to the administration of epinephrine and an underlying myocardial disorder. At 1130 the patient was transferred to the ER and admitted to the hospital. Per hcp, at the time of conversation, the patient remains hospitalized. Per hcp, the patient was dialyzed at the clinic subsequently on a fresenius f-70nr (e-beam sterilized) dialzyer without incident. It was noted that the patient was pre-treated with benadryl and ranitidine. Hcp reported that the patient has been on dialysis since april of 1998 and has a history of dialyzer related reactions including the ca-hp 210 dialyzer in 09/2002 and the fresenius f-70. Hcp reported that the patient uses the ca-hp 210 as a single use dialyzer as it is suspected that the patient may have sensitivities to renalin. The patient's nephrologist reports that skin tests showed the patient to be allergic to latex but not to ethylene oxide.